Manufacturer narrative:
Initial reporter: (B)(6). The initial reporter was the medical technician. Event site information: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
On 4th october, 2024 getinge became aware of an issue with one of surgical lights - prismalix. It was stated that the light was not holding in place, the light was moved upwards with excessive force and it has bounced off the ceiling and came back down and bumped the two doctors in the head. According to the information provided, it did not caused a serious injury and any damage to the doctors or delay, no medical intervention was required and it was not an issue caused by the product. However, we decided to report the issue in abundance of caution as the hitting the personnel by the light could lead to serious injury.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights, prismalix. It was stated that the light was not holding in place, the light was moved upwards with excessive force and it has bounced off the ceiling and came back down and bumped the two doctors in the head. According to the information provided, it did not cause a serious injury and any damage to the doctors or delay, no medical intervention was required and it was not an issue caused by the product. However, we decided to report the issue in abundance of caution as the hitting the personnel by the light could lead to serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not fail to meet its specifications. The information provided does not allow for the determination of whether or not the reported device was being used for patient treatment or diagnosis at the time the event occurred. A root cause analysis was conducted by the subject matter expert. As stated,: according to the information provided, this case is related to a user error. No technical deficiency has led to this issue, the device is fully functional. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).